Event description:
It was reported that the rotalink burr cut the rotawire. A 1.75mm rotalink plus and a rotawire were selected for use. At the course of the procedure, it was noted that the rotawire was cut by the burr. No patient complications were reported.